Manufacturer narrative:
The plate is bent on a preparation table away from the patient cavity. Per additional communication, it was determined that this is not a reportable event.

Event description:
It was reported that; the customer reported that when bending the plate with plate benders, the plate fractured. The plate was bent in one direction, as the plate was bent back the opposite way it fractured just below the spring bar.

Event description:
It was reported that; the customer reported that when bending the plate with plate benders, the plate fractured. The plate was bent in one direction, as the plate was bent back the opposite way it fractured just below the spring bar.